Manufacturer narrative:
The report was received via a voluntary medwatch (mw5077000 / attached). The report received via a voluntary medwatch indicated that an optease inferior vena cava (ivc) filter was found to have multiple fractures and had caused caval occlusion ten (10) years, three (3) months, and twenty-four (24) days after placement (including the end date). The filter was removed with forceps with great difficulty in multiple pieces. Ivc and iliac stents were placed for the caval occlusion. The product is available for inspection. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Follow up for the reported event was no possible due to contact information was not given in the information provided. Occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Without procedural films for review, the reported filter fracture-separated could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product. [(B)(4).pdf].

Event description:
The report received via a voluntary medwatch (mw5077000) indicated that an optease inferior vena cava (ivc) filter was found to have multiple fractures and had caused caval occlusion ten (10) years, three (3) months, and twenty-four (24) days after placement (including the end date). The filter was removed with forceps with great difficulty in multiple pieces. Ivc and iliac stents were placed for the caval occlusion. The product is available for inspection.